Manufacturer narrative:
Correction to narrative to exclude "unknown if cap detached inside the patient or if retrieval was required" further information received and confirmed that the "cap did not detach inside patient". This issue would likely result in reduced tissue vaporization efficiency and is not an MDR reportable event. Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits mild char; the glass cap exhibits mild devitrification at output window; the fiber beveled edge is off center; the glass cap can freely rotate off center; the metal cap adhesion location exhibits burnt glue. Probable root cause: based on the product analysis results, the product complaint of "fiber cap detached" could not be confirmed. A cap glue failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the fiber cap "detached" at 76,554 joules of use. The procedure was completed with a second fiber. Unknown if cap detached inside patient or if retrieval was required. No further information was available. Patient outcome: "no injury to patient reported."